Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/16/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient's mom contacted lifescan alleging the meter has a purple screen on the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The lesion was located in a moderately tortuous 2nd diagonal branch. Another manufacturer stent was implanted in the left anterior descending artery. In order to dilate the lateral branch, the 1.50x12mm apex push monorail was inflated to ten atmospheres and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.